Event description:
Pt revised to address femoral loosening.

Manufacturer narrative:
No product was returned for examination. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.